Event description:
It was reported that the rv lead was capped due to inappropriate shocks caused by oversensing. Loss of capture and lead impedance greater than 3000 ohms were also observed. No further patient complications were reported as a result of this event. The patient was noted to be doing well post procedure. The patient reported the lead broke. The capped lead was extracted in a replacement procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the rv lead was capped due to inappropriate shocks caused by oversensing. Loss of capture and lead impedance greater than 3000 ohms were also observed. No further patient complications were reported as a result of this event. The patient was noted to be doing well post procedure. The patient later reported the lead broke.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) proximal conductor fractured; the distal segment was returned for analysis. The lead was received at analysis with the steroid ring missing. The defib conductor was distorted. The outer tubing overlay was melted and had cosmetic environmental stress cracking and a environmental stress cracking non-electrical breach. Blood/body fluid was observed in/on the helix mechanism and on the outer tubing overlay.